Manufacturer narrative:
The events of seroma and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: a.2; b.2; b.3; b.5; b.6; b.7; d.6a; d.6b; g2; h.6; h7; h9.

Event description:
Patient representative later reported seroma around the right breast implant, atypical cells presents, large cells positive cd30 and negative for cd68, tumor cells are negative for alk-1. Patient was treated with removal of the device and full capsulectomy.

Event description:
Patient representative reported right side "diagnosed with bia-alcl." Patient representative later reported seroma around the right breast implant, atypical cells presents, large cells positive cd30 and negative for cd68, tumor cells are negative for alk-1. Patient was treated with removal of the device and full capsulectomy. The device has been explanted.

Event description:
Patient representative reported ""diagnosed with bia-alcl." Device status unknown. This relates to the right side. Diagnosis not confirmed as there is no histopathological markers.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphoma-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma-alcl-suspected.